Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 5.0 x 20, 40cm mustang was advanced for dilation. However, during the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. E1: initial reporter city: (B)(6). G4: premarket / 510(k) #: k141521, k141597.